Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ IV catheter system there was an issue with safety shield activation failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd pegasus¿ IV catheter system there was an issue with safety shield activation failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8075132, and no related abnormalities were found. This lot of pegasus 24 gauge was manufactured from 4/6/2018-4/9/2018, and this is the only instance of a safety shield activation failure occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Both photographs and samples were submit for evaluation; bd engineers were able to observe a tilted v-clip during visual observation of the device. Investigation conclusion: the root cause for this occurrence is the deign of this component. Since the manufacture of this lot bd has optimized the design to prevent events such as this from occurring in the future.